Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 180-200 units of insulin. The customer's blood glucose level was 180 mg/dl. The customer successfully added insulin and completed the load process successfully.